Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire broke and remained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. The patient sought medical attention on (B)(6) 2015. Patient was scheduled for surgery on (B)(6) 2015 to remove the sensor wire due to an infection at the insertion site. A cream was prescribed to the patient, but patient does not recall what it is. No additional event or patient information is available.